Manufacturer narrative:
Consumer reported to they received two false negative results from the inteliswab tests within the same box. Please refer to MDR# 3004142665-2023-00011 for the other false negative submission. 01/26/2023: no additional follow up is to be expected and this complaint will be closed internally.

Event description:
Consumer reported to the inteliswab consumer support call center on 01/11/2023: the consumer stated they received the inteliswab covid test and ihealth tests from her son's school. The consumer stated they performed the inteliswab test on (B)(6) 2023 and the results were negative, then they performed the ihealth test the same day, and it was positive. Consumer stated they are performing the test because they are not feeling well. On (B)(6) 2023, the consumer stated they repeated the inteliswab test, and the results were still negative, and then they repeated and performed the ihealth test, and it was positive. Consumer stated they are not going to get a pcr test for confirmation.

Event description:
Consumer reported to the inteliswab consumer support call center on (B)(6) 2023: the consumer stated they received the inteliswab covid test and ihealth tests from her son's school. The consumer stated they performed the inteliswab test on (B)(6) 2023 and the results were negative, then they performed the ihealth test the same day, and it was positive. Consumer stated they are performing the test because they are not feeling well. On (B)(6) 2023, the consumer stated they repeated the inteliswab test, and the results were still negative, and then they repeated and performed the ihealth test, and it was positive. Consumer state they are not going to get a pcr test for confirmation.

Manufacturer narrative:
Consumer reported to they received two false negative results from the inteliswab tests within the same box. Please refer to MDR# 3004142665-2023-00011 for the other false negative submission.